Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 16.5 mg dilaudid at a dose of 6.7 mg/day, 12.5 mg bupivacaine at a dose of 5 mg, and 300 mcg clonidine at a dose of 122 mcg via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had withdrawal symptoms, heard the pump alarming, and called the hcp. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was a code on the personal therapy manager (ptm), which was relayed to the hcp who relayed it to the representative. The interventions/actions taken were the pump was read with the physician programmer. The pump was replaced on (B)(6) 2017 the day after the motor stall occurred. The issue was resolved at the time of the report and the patient status was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code is being updated for this event.

Event description:
Additional information was received from the healthcare provider (hcp) via the return paperwork for the pump indicated the pump was replaced due to a motor stall on (B)(6) 2017. The patient experienced a sudden loss of therapy. It was noted there was no injury and the patient recovered without sequela. A rotor study and dye study were not performed. No further complications were reported/anticipated or expected.